Event description:
A cancellous bone screw head came off after being tightened. The screw remained in place while the head was removed. This report is based on preliminary information received by hospital which hospital has not had the opportunity to investigate or verify prior to the reporting date. Hospital has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.